Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were unable to log in to the station with an unable to authenticate error after the server was upgraded, creating a version mismatch. A technical support specialist full synced the station in a mixed environment after the hardware replacements by field service engineer (fse) previously, leading to database inconsistencies as per knowledge article, unable to authenticate on prior-version stations after server upgrade. The plan was initiated to prep the station and reimage it to version 1.11, along with a database backup following knowledge article, how to create a station database backup. After completing the steps, functionality was restored. The customer confirmed the issue was resolved, and no onsite visit was required. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device would not authenticate users. There were no adverse events or injuries reported based on this event.